Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, preimplantation, and leak testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed in the interior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the instructions for use that accompany the device indicate that to perform the patency check: a. Attach 16-gauge blunt needle adapter, tubing, and syringe to the valve inlet. B. Pre-fill valve and tubing. C. Occlude inlet tubing. D. Depress dome. If fluid flows out of the outlet connector, the valve is patent. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be blocked intraoperatively. According to the report, the doctor replaced the device with a new device. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.